Event description:
An overdose was reported. The patient had a concentration change in their medication from 500 mcg/ml to 2000 mcg/ml. The following day the patient presented to the emergency room in a "less than responsive" state. The patient responded to narcan, and "woke up" and then went back to being "out of it", but yet the pump was supposed to only contain baclofen so it is unclear why the patient would have responded if it truly was a baclofen overdose. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).